Event description:
Patient presented to physician with infection at the neck incision on (B)(6) 2021. Physician prescribed antibiotics to address infection. Patient only took one dose of the antibiotics. Patient presented back to the physician with continued infection and the physician surgically removed the inspire system on (B)(6) 2021.